Event description:
This case was initially received via regulatory authority (B)(4) on 14-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of headache ("headaches") and fatigue ("persistent and, as a result, very incapacitating fatigue from a familial and social standpoint") in a (B)(6) year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 6 months after insertion of essure, the patient experienced headache (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion disability), swelling face ("facial swelling"), arthralgia ("diffuse joint pain / sore hips"), myalgia ("diffuse muscle pain"), productive cough ("expectoration"), nasopharyngitis ("recurrent rhinitis-pharyngitis"), eye disorder ("eye problems"), mood altered ("mood disturbances"), iron deficiency ("iron deficiency") and anaemia ("anaemia"). The patient was treated with surgery (hysterectomy to remove the essure inserts). Essure was removed on (B)(6) 2017. At the time of the report, the headache, fatigue, swelling face, arthralgia, myalgia, productive cough, nasopharyngitis, eye disorder, mood altered, iron deficiency and anaemia outcome was unknown. The reporter provided no causality assessment for anaemia, arthralgia, eye disorder, fatigue, headache, iron deficiency, mood altered, myalgia, nasopharyngitis, productive cough and swelling face with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: headache. The analysis in the global safety database revealed 77 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.